Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent caesarean section on an unknown date and suture was used to close the fascia with knotting technique. Five days following the procedure, the suture was opened. Additional information has been requested.